Event description:
Caller reported alarms indicating multiple occlusion events, and it was noted that the customer's blood glucose level reached a high reading. The customer addressed the high blood glucose issue by administering a correction injection manually and subsequently changed the infusion set and cartridge to resume insulin delivery. There was no assistance sought from a third party, and the customer declined additional help, leading customer technical support to close the case.